Event description:
During a remote follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the right atrial (ra) lead. During the revision procedure, insulation damage was visually confirmed on the ra lead. The ra lead was repaired to resolve the event and remains implanted. The patient was stable and will continue to be monitored.